Event description:
Issues with medtronic revo pacer leads. Medtronic revo pacer leads placed. There was no right atrial (ra) lead capture (vvi) no revision done. The leads remained implanted and the patient was monitored.